Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that half height cubie drawers displaying "device not detected on bus". A technical support specialist has confirmed that the foils in the drawer have been cleaned and the drawer controller boards have been replaced. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station drawer 2.1 and 2.2 are both indicating that the device is not detected on the bus. Consequently, it is not possible to retrieve medications from either drawer. A customer has indicated that a user experienced a delay in dispensing the medication as a result of a malfunction. There were no adverse events or injuries reported based on this event.